Event description:
The pump was returned with no information. The return paperwork did not suggest or question a malfunction and there were no symptoms reported. The pump underwent routine analysis.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed miscellaneous low battery reset-undetermined cause.